Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. The pump was monitored, and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. No missing segments or partial display was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window and a cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a partial display. The screen went blank when they tried to enter the menu. Changing the battery did not resolve the issue. Customer's blood glucose level was 117 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.